Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that part of the sensor cannula broke off inside her skin when it was removed. The customer stated that she was able to pull out the piece with tweezers. The customer discarded the sensor. Nothing further was reported.